Manufacturer narrative:
According to the implant summary card received via email on 31-aug-2020 for sgpv00, sn (B)(4) , a previously implanted cryolife tissue was explanted. Cryolife representative provided the following additional information, "I went to [hospital] and was told the patient had an 27mm cryolife pulmonary valve implanted on (B)(6). The patient developed endocarditis, so he had an operation to remove that valve on (B)(6) 2020 where they implanted a new cryolife 26mm pulmonary valve. The nurse looked in the chart and said at last follow up the patient was doing well." This investigation will be relegated to sgpv00, sn (B)(4). Donor # (B)(6). The synergraft pulmonary homograft was explanted after 7 years due to endocarditis on (B)(6) 2020 and replaced with a new synergraft pulmonary homograft. Limited information is available regarding the details of the event, including patient demographics, implant and explant operative procedure notes, pertinent patient co-morbidities, past medical and surgical history, information and indication for incident operation on (B)(6)2013, potential pertinent risk factors for endocarditis, if other heart valves were affected by the endocarditis, etc. In addition, the explanted tissue was not returned to cryolife for examination, and no microbiology or pathology reports are available at this time as no additional information is forthcoming. This reported endocarditis is in a now 14-year-old male; although the full medical history is unknown the original homograft was implanted at 7 years of age, which could indicate this patient most likely has a history of congenital heart disease. Risk factors for infective endocarditis in children have been reported in the literature, with congenital heart disease being the most commonly reported (russell 2013, rushani 2013, baltimore 2015). Postoperative ie is a long-term risk after correction of complex congenital heart disease, especially in those with residual defects or in cases in which a surgical shunt is constructed or other prosthetic material is left in place (baltimore 2015). The tissue donor was a 30-year-old male who died of a gunshot wound to the head. Inspection of the allograft during processing revealed no evidence of injury to the ascending aorta. Additionally, the donor was found to be eligible for donation. The explant of the sgpv00 was due to endocarditis. The root cause of the endocarditis is unknown. The report of endocarditis over 7 years after implant makes an allograft/donor derived infection unlikely. Endocarditis has been reported with the use of cardiac allografts and is included in the cryovalve® sg pulmonary valve instructions for use. The IFU lists endocarditis as a potential adverse event during the use of sg cryopreserved human tissue. No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. The root cause for this event is unknown. There is no indication that an error or deficiency occurred at cryolife and all risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant summary card received for sgpv00, sn (B)(4), a previously implanted cryolife tissue was explanted. The cryolife representative, provided the following additional information, "I went to [...] And was told the patient had an 27mm cryolife pulmonary valve implanted on (B)(6) 2013. The patient developed endocarditis so he had an operation to remove that valve on (B)(6) 2020 where they implanted a new cryolife 26mm pulmonary valve. The nurse looked in the chart and said at last follow up the patient was doing well." The explanted valve will not be returned. No additional information forthcoming. This investigation will be relegated to sgpv00, sn (B)(4).